Event description:
It was reported that there was a potential lead fracture, noise and varying lead impedances noted on the ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Varying high impedance occurred on the rv lead, starting in (B)(4) 2011. Varying between approximately 500 and 1100 ohms.